Event description:
The transfer set twist clamp spins around without locking in place. Also there are pieces of the clamp noted loose within the clamp. There was no leaks of the set. The transfer set has been in use for one week. The pt was given prophylactic antibiotics. The pt did not contract peritonitis.